Event description:
It was reported that the surgeon inserted a competitor's lens using the mtc-60cfp cartridge and the cartridge tore the haptic during insertion. The lens was removed without any patient incident.